Event description:
Sfa, 90 % stenosed, h calcified, m tortuous. The device will not be returned for investigation and no response letter is required. When the tl was being approached quite a few subintimal lumens were created and the true lumen was eventually passed. Then, a jade of 4.0/240 was inflated 2 times and the device, l540-50240, was inflated 2 times afterward. A viabahn (size is unknown) was placed considering the sub intimal lumens. The device of l540-50240 was used again for post-dilation and the balloon was ruptured. The device was attempted to be deflated and removed but could not. After several attempts of removal, the shaft of l540-50240 was broke off at the proximal shaft-balloon joint, and the balloon whose distal 40 mm could not be deflated. The balloon was finally deflated after percutaneously punctured , but removal was still failed. The broken piece (the shaft with the balloon attached) was ended up to be left in the vessel with deploying another viabahn inside the viabahn that was already placed to press the broken piece to complete the procedure. The physician deemed the event occurred because the subintimal lumens got pressured and not the device-related or jade-specific. He did not feel anything unusual during the 1st inflation. The hospital refused to provide the cine image.